Event description:
It was reported that the patient experienced pericarditis symptoms and sinus bradycardia. After a pulse field ablation (pfa) procedure using a farawave catheter and prior to discharge the patient showed significant symptoms of pericarditis. A post-procedure electrogram (ECG) showed sinus bradycardia with a heart rate of 59 beats per minute (bpm), for which the patient was cardioverted. The patient was administered intravenous (IV) ketorolac and showed significant pericarditis symptom improvement afterwards. The patient was discharged the same day and instructed to take 600mg of ibuprofen three times per day for three days, rather than on an as needed basis, to treat symptoms. The patient was discharged home in stable condition. At a three week follow up the patient's pericarditis symptoms had improved with the ibuprofen regiment. The patient had a history of persistent atrial fibrillation. Use of the catheter to treat persistent atrial fibrillation constituted off-label use of the catheter the device is not expected to be returned for analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Correction to the initial MDR in blocks b5 and h6 impact codes.

Event description:
It was reported that the patient experienced pericarditis symptoms and sinus bradycardia. After a pulse field ablation (pfa) procedure using a farawave catheter and prior to discharge the patient showed significant symptoms of pericarditis. A post-procedure electrogram (ECG) showed sinus bradycardia with a heart rate of 59 beats per minute (bpm), for which the patient was cardioverted. The patient was administered intravenous (IV) ketorolac and showed significant pericarditis symptom improvement afterwards. The patient was discharged the same day and instructed to take 600mg of ibuprofen three times per day for three days, rather than on an as needed basis, to treat symptoms. The patient was discharged home in stable condition. At a three week follow up the patient's pericarditis symptoms had improved with the ibuprofen regiment. The patient had a history of persistent atrial fibrillation. Use of the catheter to treat persistent atrial fibrillation constituted off-label use of the catheter the device is not expected to be returned for analysis. It was further reported that the patient was not cardioverted to treat the sinus bradycardia.